Event description:
This was a spontaneous report from a (B)(6) female patient reporting on herself from the (B)(6). The patient's height was (B)(6) and weight was (B)(6). The patient's medical history and concurrent conditions included: no known drug allergies and open heart surgery for an unspecified heart defect in 2009. The patient applied the precise pain relieving heat patch on her upper back, just above her bra area on (B)(6), 2011 for back pain from a strained muscle and wore it for about two-three hours. Concomitant medications were not reported. Within a few minutes of the application on (B)(6) 2011, the patch felt very warm. The consumer felt something running down her back and when a friend looked at the area, they reported it was black liquid from the charcoal (product leakage). The friend removed the patch and there was a red (application site redness) blistery spot (application site blister) where the patch had been applied. The blister got bigger and bigger after the patch was removed. The patient consulted her physician for the reported events and he informed the patient that she had an "iron burn" (application site burn) and prescribed the application of a xeroform gauze to the area for three days (five days if the blister burst) to prevent infection. The action taken with precise pain relieving heat patch was withdrawn on (B)(6) 2011. At the time of the reporting, the outcome of the events was not recovered. This report was serious (medically significant).